Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing was being used to deliver an unspecified chemotherapeutic agent. After an unspecified length of time in use, it was noted that the clave was depressed and an unspecified volume of the solution laked. The spill was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation.